Event description:
A customer contacted beckman coulter inc. (Bci) reporting high results for triglycerides (tg) generated by the unicel dxc 600 pro synchron clinical system. The false high results were not reported outside of the laboratory. Tg was 297mg/dl and upon rerun on other analyzer was 124mg/dl. The customer did not report any death, injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Per customer, they have had tg suppression issues in the past, and their field service engineer (fse) has recently replaced the entire wash tower. Bci customer technical support (cts) helped the customer troubleshoot the hardware (clean the cartridge chemistry sample probe and collar washer, replace the reagent mixer paddle and the syringe plunger rods). Cts found the customer had pushed the wiper up too far up against the physical stop on the probe. The customer was informed that the wiper should be flush with the tip of the probe. Field service engineer (fse) visited the site 3 times, performed troubleshooting, replaced hardware as necessary and performed several repairs. On the third visit, (B)(4)-2011 fse replaced wash vacuum probes. Replaced reagent probe a wash collar and performed alignments. Ran all pvts with no failures, ran reagent probe carryover 4 times with no failures. The repairs performed by the fse resolved the issue.